Event description:
It was reported that during a generator change out procedure, it was noted that the atrial lead fractured. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).